Event description:
It was reported that the user removed the catheter from the snaplock adaptor as the medical agent did not flow, and found the part of the catheter, which had been inserted into the adaptor, got crushed. Therefore, he/she replaced the catheter and the snaplock adaptor.

Manufacturer narrative:
Qn#(B)(4). A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter and snaplock assembly with no relevant findings. The customer reported they had difficulty using the catheter with the snaplock assembly, resulting in the catheter flowing and the snaplock damaging the catheter. The customer returned one snaplock adapter and one epidural catheter. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical but used. Biological material can be seen between the inner coils. No other defects or anomalies were observed. A functional flow test was performed on the returned sample per amrq-000017 section 7.8; rev. 7. The returned epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock adapter was closed. The components were confirmed to be secured by tugging gently. It should be noted, the catheter inserted into the snaplock with no difficulty. The snaplock assembly was connected to the lab leak tester (c05176) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 9.6ml/min (c05180), which is within the specification of 1ml/min. No issues were found. The reported complaint of the snaplock assembly being difficult to use with the catheter could not be confirmed based on the sample received. During functional inspection, the returned catheter showed no difficulty inserting into the returned snaplock assembly. Also, the returned components passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user removed the catheter from the snaplock adaptor as the medical agent did not flow, and found the part of the catheter, which had been inserted into the adaptor, got crushed. Therefore, he/she replaced the catheter and the snaplock adaptor.